Event description:
It was reported that during device preparation, the protective sheath was difficult to remove. Once removed, the device was prepared without issue. Additionally, the device was used successfully in the proximal left anterior descending coronary artery. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data, found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. Corrective and preventive actions will be addressed per the quality system procedures.